Event description:
It was reported that a patient underwent a lumbar fusion surgery on (B)(6) 2026 and barbed suture was used. During the surgical procedure for the patient, the doctor found that the suture had broken at the suture connection at the end of the needle, and split into two strands, making it impossible to continue suturing . The doctor immediately replaced the suture with a new one to complete the suturing surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ did the suture break or did the suture separated from the needle? ¿ what is the lot number? ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.